Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received multiple anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response. It was noted that the atp and shocks did not convert the patient's arrhythmia. The arrhythmia did evidently resolve spontaneously, as the presenting rhythm was normal. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.